Event description:
Additional info from the hcp reports the pump had been alarming since august 2001. The pt had no problems, no injury or complications. The pump was explanted and replaced. The pt is reported to be doing good with the new pump.

Event description:
Hcp reported that 15 days before the explant, the telemetry did not show the low battery alarm was on even though the alarm was beeping. A follow up report will be sent when additional information is received.